Event description:
It was reported that during a sleeve gastrectomy procedure, the doctor first used a new device with a gold cartridge for the first firing of the gastric sleeve next to the antrum of the stomach. The doctor was having problems opening the stapler. When the surgeon started the firings, the first two fires didn't do anything, it was the third time the doctor closed the firing trigger that the sequence began so it required 5 strokes to complete the cartridge. The staple line seemed good. The doctor used the device for the second cartridge but was still uncomfortable with the stapler so another device was used to complete the procedure. The second stapler was used across the fundus of the stomach with a gold cartridge and the stapler seemed to work perfectly. The doctor over sutured the staple line, performed a mechanical test (to check for air leakage) and did not notice any bubbles. When the remnant stomach was removed from the body, it was noticed that the staple line from the third firing of the second device had completely malformed staples. It was noted by the surgeon that the tissue did not seem to be thick and the surgeon did wait a full fifteen seconds for compression before firing. The surgeon decided to over sew the staple line of the entire gastric sleeve. The surgery was completed without further patient consequence. Twenty four hours after surgery, it was reported that the patient was doing fine and there were no signs of leakage. Two devices will be returned for analysis, but all cartridges were discarded.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). Instrument b: batch # f5xf4t, exp date: 11/05/2014; MFR date: 12/15/2009 the analysis results found that one ec60 device a was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device fired and opened without any difficulties noted. The analysis results found that one ec60 device b was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device fired and opened without any difficulties noted.

Event description:
Information received indicates the brake is not holding and the casters are ratcheting from side to side.